Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 1 device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which a blade broke in the device. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a loose component, causing accessory breakage. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes > 1 malfunction event, in which a blade broke in the device. There was no patient involvement; no patient impact.